Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact on the customer's blood glucose level. The issue was resolved by the customer, who changed to a new cartridge before contacting technical support. Technical support confirmed the successful resolution and agreed to send replacement cartridges as requested by the customer for those used during troubleshooting.